Manufacturer narrative:
(B)(4). Only event year known: 2018. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and obtained: how was the procedure completed? By replacing a new one to complete the procedure. Was there any patient consequence? No.

Event description:
The doctor used the mcs20 in free flap surgery, and he found the clip can't be well formation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p92l9v. Device manufacture date is 6/8/2018. The analysis results found that the mcs20 device was returned with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and it ejected 10 clips. Upon inspection, the jaws were noted to be loose relative to the clip track. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The lot and batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the packaging process.